Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting.

Event description:
Evaluation summary: the evercross catheter was received for evaluation. The catheter shaft was cut 26.2cm from the distal edge of the strain relief. A water-loaded syringe was attached to the manifold inflation port and the system was pressurized. Water exited the inflation lumen without complication and/ or atypical restriction. The catheter shaft of the distal section exhibited stretching (necking) that generated a reduction in its outer diameter. The reductions brought the 0.067 diameter down to 0.057 at one location and down to 0.053 at another location. A test 0.035 guidewire was front loaded into the catheter guidewire lumen but it would not pass through the noted necked-down sections. There was a faint-red tinted liquid within the balloon chamber the balloon chamber was microscopically inspected and no leaks/ holes were detected in either the balloon wall or the inner shaft. A water loaded syringe was attached to a blunt-tip needle and the needle was introduced into the guidewire lumen at the catheter's cut end and the inflation lumen was sealed-off. The catheter's distal tip was clamped off and the system was pressurized. The balloon chamber inflated. Cine image review: the cine images did not provide any documentation that would suggest a cause for the slow/ no deflation event and does not appear to document the luminal puncture referenced in the complaint description. Procedural log documents noted a peripheral balloon inflated at 7 atm for 12 mins.

Event description:
The physician predilated with this evercross without issue. A covered balloon expandable stent was deployed and the physician used the same evercross balloon to post dilate the covered stent. The evercross would then not deflate. The physician had to try to puncture with the back end of a guidewire. The physician was able to puncture the evercross and it deflated. There were no extra surgical interventions.

Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event.